Event description:
During a zenith procedure for the repair of an abdominal aortic aneurysm, the main body graft was deployed too high in the aorta, partially covering the right renal artery. After performing the completion angiogram, the renal artery occlusion was noted and another MFR's stent was deployed in the right renal artery. After deploying the stent, the renal artery was widely patent with good blood flow to the kidney. No endoleaks were noted at the conclusion of the procedure, as well as two patent renal arteries.